Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
The user's hearing perception with the device has deteriorated after a head trauma. Subsequently, the child experienced pain on the side of the implant, although no signs of trauma or redness were observed.

Event description:
The user's hearing perception with the device has deteriorated after a head trauma. Subsequently, the child experienced pain on the side of the implant, although no signs of trauma or redness were observed. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing perception with the device has deteriorated after a head trauma. Subsequently, the child experienced pain on the side of the implant, although no signs of trauma or redness were observed.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation has been performed, but the concerned device was not received for investigation yet.

Event description:
The user's hearing perception with the device has deteriorated after a head trauma. Subsequently, the child experienced pain on the side of the implant, although no signs of trauma or redness were observed.the user has been reimplanted.